Manufacturer narrative:
The customer returned the suspect meter and strips, which were tested with a retention meter and controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 44, 45, 45 mg/dl. Level 2: 299, 300, 298 mg/dl. All returned results were within the acceptable range. The meter was disassembled for further investigation. No damage or contamination was observed. The log file did not indicate any hardware or software issues. Per product labeling for the test strips: if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. The test strip lot was 671499 with an expiration date of 05/2026. Medwatch fields d9-device available for evaluation and d9-date device returned were updated.

Manufacturer narrative:
The meter test strip lot number and expiration date were not provided. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 18:15, the meter result was 32.6 mmol/l. At 18:22, the laboratory result was 68.2 mmol/l. At 18:26, the laboratory result was >69 mmol/l and was considered critical. At 18:27, the meter result was 29.4 mmol/l.